Manufacturer narrative:
Due to character restrictions in block e1, full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by customer that during intra aortic balloon (iab) therapy there was an issue with the arterial line quality. The customer was able to aspirate several ccs of blood from the inner lumen of the balloon, however, stated that she could not flush the line. The arterial line tubing had a few ¿extra pieces on the a-line tubing, including a long extension piece and an extra stock cock¿. Customer removed these pieces and attempted to flush again, which was unsuccessful. No patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), an ICU nurse, reported an issue with poor arterial line waveform quality using a mega 50 cc balloon on a cardiosave device after femoral insertion. The waveform was flat since the patient¿s arrival. All connections were checked and blood could be aspirated, but the line could not be flushed. Extra tubing components (an extension and a stopcock) were found and removed, but flushing was still unsuccessful. A chest x-ray was recommended to check catheter tip position. After a physician manipulated the balloon, the waveform normalized and the issue was resolved. No patient harm occurred. Based on the event description, the catheter was not in the optimum position to achieve a waveform. The physician had manipulated the balloon and they now had achieved proper waveform.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 (type of investigation).